Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No devices or medical records were received. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products- vanguard cr interlok femoral component, catalog # 183008, lot # j3814910; vanguard polished tibial tray, catalog # 141242, lot # 2016042162. Report source: foreign - (B)(6). Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Location of device is unknown.

Event description:
It was reported that the patient underwent an initial right knee procedure approximately two years ago. Subsequently, the patient was revised due to instability and loose medial ligament. The polyethylene bearing was removed and replaced along with augmentation to correct the reported event. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.